Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details were unsuccessful. The recipient's issue subsided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced dizziness and vertigo. The recipient reportedly went to the emergency room. A CT scan revealed fluid and was negative for ischemia. The recipient was reportedly prescribed meclizine. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section a.2. Correction information: section a.3. The recipient's vertigo has subsided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.